Event description:
A nurse reported that the footswitch did not work during several surgeries. The staff was unable to change steps of procedures that were programmed by them. The vertical switches did not worked. The footswitch worked intermittently. When it wasn't working, the staff changed surgery options manually and were able to complete the procedures. Per the reporter, no system message was displayed during the surgeries. All the surgeries were completed with no patient harm. The number or patients was unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch and footswitch cable (which belongs to the system). The product met specifications at the time of release. The footswitch cable was received for evaluation. A visual assessment of the returned sample did not reveal any visual non-conformities. The returned footswitch cable was connected to a calibrated footswitch and calibrated system was then performed with no nonconformities noted during testing. The continuity of the footswitch was then verified and found to be conforming as well. The system is not suspected to have contributed to the reported event. The returned footswitch met specifications. Therefore, the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Cable sample received by a company representative. A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).